Event description:
It was reported that the reservoir of one multi-rate infusor device ruptured during filling. This condition was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: foreign postal code - (B)(6). The device was returned and is in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified the reported ruptured reservoir. Microscopic examination revealed no markings on the interior or exterior surface of the bladder near the rupture line. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.